Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation there was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the stent delivery system (sds) was delivered without pre-dilatation (direct stenting). Although implanting the stent without pre-dilatation likely did not contribute to the reported patient effects, it should be noted that the IFU states, the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.

Event description:
It was reported that approximately one year post direct stenting of a xience v stent in the mid left anterior descending artery, the patient experienced angina. The patient was hospitalized and it was initially reported that percutaneous coronary intervention (pci) was performed to a new lesion; however, it was later learned that the pci was to treat edge stenosis of the xience stent. There was no adverse patient sequela. The patient was discharged on (B)(6) 2010. There was no additional information provided.